Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the device received an alarm 46 during use on a patient. The patient was switched to a second device. The complainant took sn (B)(4) to her office and connected it to a simulation key to recreate the issue. The device received an alarm 47. Per troubleshooting, the complainant checked the remote display cable. The cable was secure and not kinked. She confirmed that she had turned the device off and back on. The complainant was transferred to a technician for further troubleshooting. Per troubleshooting with the technician, it was discovered that this device was a model 2000-02 and that the device had a faulty interface cable.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: a1: patient initials were identified. D4, h3, h4, h6: device history record (DHR) review: part number: el-202013h; bme lot number: bel170852; manufacturing date or release to warehouse date: 8 dec 2017; place of manufacture: biomedical enterprises, san antonio, tx; lot expiration date: 7 nov 2022. No nonconformance manufacturing records (ncmrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. This lot met all dimensional, visual, and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. H3, h6: investigation summary: investigation was performed based on x-rays provided in the attached file (B)(4) image for case 1 (B)(6)2018). The x-rays show two broken elite h staples. The first staple (el-202013h) was installed on the tn joint and broke at the 2nd barb of one of the legs, the second staple (el-252013h) was installed at the cc joint and broke on one of the shoulders. Devices were not returned to cq for device evaluation, therefore, material assessments or dimensional inspections could not be performed. The complaint condition of a broken device is confirmed but due to an unknown cause. Based on the investigation findings, and open nr-0106461, it has been determined that no further corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.